Event description:
Voluntary medwatch received states that the right atrial lead exhibited oversensing causing inappropriate anti tachy response. The lead remains in service.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited oversensing causing inappropriate anti tachy response. The lead remains in service.